Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device stopped, and had incomplete staple line at the central. The handle slowed down and finally stopped at full stop even though the thickness of the tissue was suitable for a purple pin. The second shot was with a purple pin that stopped in the middle. The surgeon replaced a black pin and also stopped during the shot. The used a new device to fixed the staple line. The device was autoclaved and they cleaned it using auto washer. The status of the indicator lights, 5 white lights, handle indicator, adapter indicator, and reload indicator was solid. The handle was able to recognize the reload. There was reinforcement material used in conjunction with the device. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 45 autoclave cycles for the handle. Photographic inspection noted an incomplete staple line. A pmv representative adapter and single use loading unit were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.